Event description:
It was reported that (2) devices was used during a laparoscopic hepatao-pancreatic procedure. It was reported by the affiliate that the tsw35 instrument would not fire with reload. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.